Manufacturer narrative:
(B)(4). The date of the connection issue was unknown. The date of the onset of peritonitis was reported to be in (B)(6) 2014. The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue and acquired peritonitis. The cause of the peritonitis event was reported to be due to the transfer set coming apart from the titanium adapter. The patient reconnected the two devices but clamped their catheter. The patient went to their clinic the next day to have the transfer set replaced. The patient was not hospitalized for the event. The patient was treated with vancomycin (intraperitoneally (ip), dose and frequency not reported) for 3 weeks and another unknown oral antibiotic for 2 weeks. At the time of this report, the patient was recovered from the event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.